Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving a drain complication encountered message during drain 0 of treatment due to a kink in the line. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was not discovered in the pump module area or on the external of the cassette. The patient will re-setup with new supplies. Upon follow up, the patient contact confirmed the reported fluid leak event occurred on the 2nd patient line connector since the patient was using the dual connector cycler set. The patient had already begun treatment when the leak was discovered. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving a drain complication encountered message during drain 0 of treatment due to a kink in the line. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was not discovered in the pump module area or on the external of the cassette. The patient will re-setup with new supplies. Upon follow up, the patient contact confirmed the reported fluid leak event occurred on the 2nd patient line connector since the patient was using the dual connector cycler set. The patient had already begun treatment when the leak was discovered. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.